Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during removal of the needle from the patient, the needle coating came off. Another needle was used to complete the procedure. There was no patient injury. A metal guiding needle was used during the procedure.

Manufacturer narrative:
(B)(4). Evaluation of the incident device found the insulation still attached to the electrode. Inspection found voids in the electrode insulation. The voids failed hipot testing. Although the exact cause of the insulation damage cannot be determined, similar damage has occurred with the use of guiding needles.